Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient experienced high blood glucose. The customer blood glucose level was 23.4 mmol/l at the time of incident. Customer treated with insulin pump and manual injection. The product will not be returned for analysis.